Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. Upon device interrogation, the right ventricular lead exhibited failure to capture and poor sensing. Chest x-ray confirmed the lead was dislodged. It was noted that the patient is not pacemaker dependent. On (B)(6) 2021 the lead was repositioned successfully. The patient was in stable condition before, during and after procedure.